Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a revision to replace the leads.

Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a revision to replace the leads.

Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a revision to replace the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3138-35, serial/lot #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient's leads were producing high impedances. The patient will undergo a revision to replace the leads.

Manufacturer narrative:
Additional information was received that no revision has been scheduled yet. There will be no further course of action. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient had the competitor's leads. The leads were not revised. The battery had multiple impedances prior to revision.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg). Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility.